Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was not returned for investigation. However, log file shows no o2 dosing alarm on (B)(6) 2020, happened intermittently and the unit was not in use since (B)(6) 2020. Upon review of the logs and the o2 gas path test screenshots provided, the o2 supply pressure was slightly lower than 4 bar (~3.8 bar) that indicates that the o2 safety valve is leaking. Results of investigation: vyaire medical determined root cause was determined as due to o2 safety valve leak at 86.36 lpm @ 3.48 bar. Technical support advised the customer that the o2 safety valve needs replacement.

Event description:
The customer reported no o2 dosing possible active alarm during a pre-testing calibration. There was no patient associated with the event.